Event description:
It was reported that the patient was frequently charging the ipg with longer periods of time. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago from the date manufacturer became aware of the event.